Event description:
At the implantation procedure, it was reported that the lead was unable to be positioned correctly. It was reported that it was tried several time before the helix stopped functioning. The lead was not implanted.

Event description:
At the implantation procedure, it was reported that the lead was unable to be positioned correctly. It was reported that it was tried several times before the helix stopped functioning. The lead was not implanted.